Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2-1 and 2-2 failed, with all cubie pockets not detected on the communication bus. A field service engineer (fse) replaced the retractor band on drawer 2-2 and replaced the module controller. The fse then reseated the row board cables and ribbon cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, had read write error. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and were able to get medications from another station. There were no adverse events or injuries reported based on this event.